Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for an unknown blood glucose level and diabetic ketoacidosis. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. It was also found that the pump alarmed button error and are alarms in the pump history. Customer indicated that their doctor has been contacted and their blood glucose value was unknown at the time of the call. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted. The pump functioned properly. All buttons functioned properly during testing. No damage on the keypad traces were noted during visual inspection. The keypad lcd connector was inspected and no anomaly was noted. No button error alarm was noted. The pump passed the delivery accuracy test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.